Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture, baker iii on the left with double capsule formation. Device was explanted and replaced.

Manufacturer narrative:
Continued: e.1. State: (B)(6) zip code: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii

Event description:
Healthcare professional reported capsular contracture, baker iii on the left with double capsule formation. Device was explanted and replaced.